Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the freestyle libre 2 sensor. Customer received higher sensor scan results compared to readings obtained on the built-in reader and experienced symptoms described as shaking, "face asleep", and a loss of consciousness. Customer was unable to self-treat and required treatment of glucose pills by a third-party. Sensor scan result of 157 mg/dl, 210 mg/dl, and 118 mg/dl were compared to built-in reader readings of 90 mg/dl, 130 mg/dl, and 60 mg/dl respectively. The results, when plotted on a parkes error grid, fell into the "c" zone, showing the difference in values to be clinically significant. There was no report of death or permanent injury associated with this event.